Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of issues with customer's insulin pump. The customer states they had button error alarm. The husband states the customer was in an accident and the pump is not working. The customer's blood glucose level at the time of incident was 310mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.